Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported being unable to remove the connector from the ilet pump. The connector remained attached despite attempts to twist and remove. Blood glucose was not affected .no symptoms, external assistance, or medical intervention occurred.